Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist was unable to contact the pt by phone to obtain additional info. The pt said, the alleged product issue first occurred about one yr ago. The pt said she became shaky and sweaty after the product issue started. No info was provided regarding the pt's diabetes treatment regimen or actions taken prior to her experiencing symptoms. She denied taking diabetes treatment action or receiving medical intervention because of the reported issue. The cca confirmed that the pt used correct test strips. The cca walked the pt through pressing the power button and inserting a test strip into the reported meter; the meter turned on with both attempts. The pt's products were replaced. The complaint is reported because the pt claims the lfs product would not turn on and afterward she experienced symptoms that suggested hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.